Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Eval summary: emergency room report states that the pt woke up during the night and was taking off her socks when she felt her hip go out. The pt has dislocated before and admits that on both occasions she had bent over too far and was in a vulnerable position. Surgeon visit notes state that overall alignment of the cup looked satisfactory and there was some radiolucency behind the acetabular shell. It is likely that the pt's movement as she bent to remove her socks was not recommended and caused the dislocation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened.